Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit roller and cutter gear, side plates, and cutter were worn. The cutter gear, roller gear, and sideplates were replaced; however, the cutter could not be entirely repaired as it would need to be replaced. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio ( caution: sharp ); catalog number: 00-7703-015-00; serial number: (B)(4). Z.s.g.m. Cutter 2:1 ratio ( caution: sharp ); catalog number: 00-7703-020-00; serial number: (B)(4).

Event description:
It has been reported that the device was not cutting properly. The event occurred during meshing of cadaver donor skin. Hence, there was no patient involvement. There was no harm or delay. No adverse events were reported as a result of this malfunction.